Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the micropuncture transitionless stiffened cannula access introducer split during use. The procedure was still completed with this device, and there were no injuries or additional procedures reported. The device was disposed of after the procedure.